Event description:
It was reported that, "revised because poly fracture that led to disassociation between poly and metal of this patella."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.